Event description:
Pt had 2 ICD discharges when he apparently felt well. Interrogation of the device revealed multiple episodes of ventricular oversensing with no significant telemetry problems. Suggestive of ventricular pace sensing lead fracture. In 1999, the pt underwent ICD revision, lead extraction, generator change and pocket revision. The lead extracted is medtronic model 6933. The left lead was left in due to scar tissue. It is medtronic model 6936, the serial number was not recorded on this lead.